Event description:
It was reported the pt is not feeling the same adequate pain relief with the permanent system as with the trial system. The pt has been unable to increase amplitude and stimulation is auto-reducing. Follow-up revealed troubleshooting will be attempted by the sjm representative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.